Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with moderate ketone levels; cause was unknown. Healthcare provider identified the ketone level as dangerous. Reportedly, customer prefilled cartridges, stored cartridges in the fridge prior to use, and used cartridge beyond 72 hours. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on march 14th, 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the infusion set tubing, infusion set cannula, and insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. Per tandem user guide" avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time.". H3 other text : device not returned.